Event description:
It was reported a motor stall and recovery were recorded in the event logs. It was noted the motor stall was caused by the patient having a MRI. At refill on the date of this report the healthcare provider (hcp) noted the ¿stopped pump may exceed tube set¿ message was seen upon interrogation. When the logs were reviewed it noted the motor stall occurred on (B)(6) 2014 at 13:52 and it was confirmed the patient had a MRI that day and likely the pump was not interrogated following the MRI. It was also reported upon telemetry on the date of the report and reading the logs again, a motor stall recovery was confirmed. There were no symptoms reported with the event. The pump was being used to deliver baclofen and morphine.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).